Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The jaws of the device locked on tissue and was removed via the surgeons hands. No information given about the patient.